Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts and the pump would not charge despite the attempted use of multiple cables and power sources. It was also reported that the pump battery gauge rapidly depleted from 60% to 35% while the pump was charging. Customer reported a blood glucose (bg) level of 204 (mg/dl) and administered a bolus to stabilize bg level. Customer indicated that current pump would continue to be used for diabetes management.